Event description:
Catheter was inserted prior to surgery. Once pt was in surgery the anesthesiologist was unable to perform cardiac outputs. Evaluation revealed a defective thermistor, cause unknown. No injury to pt.